Manufacturer narrative:
Methods, results and conclusion: the fragments of two of the fractured implants involved in this case were returned to 3m espe for evaluation. An examination of the returned fragments revealed a rough surface on the fractured surface which is typical when ductile fracture occurs. This type of fracture indicates that the implant was subjected to a large pulling force; no info was provided by either the dentist or the pt which would explain the nature of the fractured surface.

Event description:
On (B)(6) 2013 it was reported to 3m espe that three mdi ob-10-implants were broken and had to be removed by an additional surgery. The dentist used a trephine drill for this. The treatment was done without complications and the pt is reported to be fine.